Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the leadless implantable pulse generator (ipg), increased thresholds were noted. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.